Event description:
It was reported the patient underwent a surgical intervention for a lead revision for an unknown reason to address an issue. Effective therapy restored post operatively.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer number: (B)(4). It was reported the patient underwent a surgical intervention for a lead revision wherein both leads was explanted and replaced for an unknown reason to address an issue.